Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a separation. On an unspecified date, the tubing set was being used for intermittent delivery of unspecified medications. It was reported that the spin-loc male adapter of the tubing set was connected to the pt's IV access site. After an unspecified length of time, the tubing separated from the clave port of the tubing set. An unspecified volume of blood loss was noted. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional information was provided.